Event description:
It was reported the patient was no longer receiving stimulation and was unable to communicate with or charge her ipg. The patient indicated she had not used her scs system in 3 years. The sjm representative is to meet with the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.